Event description:
The user facility reported a 64-year-old malewas implanted with an impella device for mechanical circulatory support. The us complainant had placed a 5.5 pump to support a patient admitted with cardiomyopathy while awaiting heart transplant. The 5.5 pump was placed via the axillary artery graft and the iabp was removed. The pump is still on support to date but, there has been access site bleeding. The team treated the bleed by evacuation and blood products.

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Manufacturer narrative:
The investigation for the reported access site bleed has been completed. The device nor sufficient clinical information was returned for evaluation. The root cause of the access site bleeding was unable to be determined as insufficient clinical details were provided and no product was returned for analysis. The patient was stable after the evacuation and the issue was resolved. The instructions for use referenced in the initial report is from the IFU for impella 5.5 with smart assist for use during cardiogenic shock, section: potential adverse events (united states), which now includes statement "cardiac or vascular injury (including ventricular perforation)¿ added-b5 medical safety officer's review d4-updated model number added- d6a/d6b.

Event description:
The patient's outcome was reviewed by abiomed's medical safety officer. It was determined that there was not enough information to associate use of device with outcome.